Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: pm555131, tray, lot 906370, cp560865, 3.5x30mm bone screw, lot 699380, 111000, prox humeral body, lot 293890, cp560869, 3.5x50 mm bone screw, lot 699420, 103533, 6.5x30 mm low profile screw, lot 348740, 113862, 5x30 mm low profile screw, lot 517310, cp560867, 3.5x40 mm bone screw, lot 699400, cp560863, 3.5x20 mm bone screw, lot 742010, cp560864, 3.5x25 mm bone screw, lot 699370, cp560866, 3.5x35 mm bone screw, lot 699390, cp560861, 3.5x10 mm bone screw, lot 699340, cmp561464, cust ag const convrsn 32 frdm, lot 316630.

Event description:
It was reported that approximately 2 months post implantation, the patient underwent a revision of the bearing due to dislocation and instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No devices, photos, or medical records were received for this event. Device history record (DHR) was reviewed and no discrepancies were found. Root cause could not be determined based on the information provided, however, it should be noted that this patient is a rancher who never stopped working, and could contribute to the issues. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.